Manufacturer narrative:
The impella device has been returned for evaluation. It was found that the speaker wires were out of position and slipped into the cooling fan enclosure. It was verified that the complained noise was caused from the cooling fan leaves hit the speaker wires (blue and red) during spinning. The cause of this issue is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) was returned from preventative maintenance. It was reported that when the console was initiated, a noise was observed from the cooling fan. It was stated that the console was potentially damaged during shipping. However, no visual damage to the shipping container was noted. The customer has another device onsite to utilize. No report of patient involvement, harm, or injury.